Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 400-600 mg/dl with trace ketones; cause was unknown. Elevated bg was addressed via manual injection and supply change. Reportedly, the customer bg's were trending downward after an injection of long acting insulin. Customer will discontinue pump therapy for the evening and rely on rapid acting insulin injections for insulin therapy.